Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is based solely on the reported issue. (B)(4).

Event description:
Customer reported the alarm sounds intermittently. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. Customer did not provide a date when discovered. No pt incident or injury was reported.